Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "intermittent cough. Waking up with a headache in the morning. Itchy and puffy eyes. Problems with sinuses. Is no longer getting the restful sleep that she was in beginning. Is afraid that this is a result of the recall that she is having these issues. Has a lot of breathing issues, did have covid in march, but breathing started prior to covid". There is no allegation of serious or permanent harm or injury. Patient stated, "had chest x-rays, but lungs appeared to be clear". The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.